Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent strut was lifted due to severe calcification. The procedure as completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal stent region were noted to be lifted and misaligned. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent strut was lifted due to severe calcification. The procedure as completed with another of the same device. No patient complications were reported and patient status was stable.